Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was displaying low readings. The customer stated that the readings were at 90-95 when it should be 97-100. There was no patient involvement.